Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va1rs61, implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) who confirmed the information with the healthcare provider (hcp). When asked if the cause of the high impedance issue was determined, the rep said it was unknown, but the hcp believes the patient may have been tugged on while changing cloths in the evaluation. The rep noted the patient is getting over 50% improvement and no surgical intervention is planned. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va1rs61, implanted: (B)(6) 2018, product type: lead. The main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: va1rs61, ubd: 29-may-2022, (B)(4). This event was also reported under manufacturer report #3007566237-2018-02239. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a healthcare provider (hcp) regarding an external neurostimulator (ens). In an intraoperative setting for permanent implant, the patient had all of electrode 2 reading over 4000 ohms. The hcp thought the wire may have been pulled on during the evaluation. The diagnostic/troubleshooting performed was pulse width (pw) and amplitude were ran at a higher setting, but the issue persisted. As a result of what was reported, the patient was put on a program not involving electrode 2. Surgical intervention did not occur and it is unknown if surgical intervention is planned. The issue was not resolved at the time of the report. Additional information received from a manufacturer representative (rep) who confirmed the information with the healthcare provider (hcp) on 2018-07-27. The serial number of the external neurostimulator (ens) is unknown. When asked what actions/interventions were taken to resolve the high impedance issue and if it was resolved, the rep said impedances were ran at 2.0 v and they increased pulse width (pw). They also tried taking the lead out, wiping it off, and putting it back in, but the issue remained and was not resolved. The patient is currently on a program that isn't using high electrodes and will follow up in one week to determine if surgical intervention is needed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) who confirmed the information with the healthcare provider (hcp). The external neurostimulator (ens) will not be returned as it was discarded. Additional information was received on (B)(6) 2018. The hcp and rep saw the patient in office today who said they are "over 50% improvement and therapy is the same as before the implant." The hcp and patient have decided not to revise the lead with the new system at this time due to effective therapy. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.